Event description:
It was reported that insulin gauge displayed amount different than expected, with pump initially showing a higher positive fill estimate than caller believed should be present. There was no reported impact to the customer's blood glucose level. Customer confirmed proper cartridge filling steps, reloaded same cartridge with guidance from technical support, and then delivered a disconnected bolus as instructed, after which displayed fill estimate aligned closely with expected range and issue was resolved.